Manufacturer narrative:
Investigation: the disposable set containing a donation bag, leukoreduction filter and a portion of segment tube was received for investigation. Aggregation was observed in the donation bag. The filter was rinsed with saline and a slow flow rate (20ml) was observed. Wbcs were noted to be accumulated in areas of the filter. The filter was tested for air leaks and none were found. The filter was disassembled to visually examine the filter membranes; no abnormalities were noted. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The cationization levels of the filter were reviewed in the manufacturing records and were found to be within specification limits. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause for this failure could not be determined. There were no anomalies noted in the manufacturing or testing and inspection records for this lot. Leukocyte reduction failure is commonly caused by the following factors: characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.

Event description:
The customer reported a leukoreduction failure on a filtered red blood cell (rbc) unit from a whole blood collection. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.